Event description:
It was reported by service report that the footboard was not functioning properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard connection pins were damaged.